Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-02663, 0001822565-2019-02664, 0001822565-2019-02662. The product will not be returned to zimmer biomet for investigation as it remains implanted. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Patient reports experiencing pain, swelling, and tenderness in the left knee approximately one year post knee arthroplasty. Fluid has been drained from the knee three times. No additional information is available at this time.

Event description:
No additional event information reported.

Manufacturer narrative:
The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Left knee.

Manufacturer narrative:
Concomitant medical products: gender solutions male (gsm) femoral component nonporous size 3, left catalog 00541001601 lot 63965464, articular surface congruent "size 3 4 catalog 00542401313 lot 63988427, all poly patella size 2 8 mm thickness catalog 00542000802 lot 63995320. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.